Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, the machine was evaluated on-site by a vantive qualified technician. The technician carried out a system self-test of the syringe pump without any problem detected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during continuous renal replacement therapy using a prismax machine, several syringe related alarm conditions were triggered and the syringe emptied prematurely. The treatment was terminated without the extracorporeal blood being returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.